Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Clinical specialist reported the pump did not give patient a battery low or battery depleted warning and it complexly shut off. Clinical specialist stated the issue occurred about 2 weeks ago. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. The w2 "battery low warning" and the e2 "battery empty error" were correctly triggered before the meter powered down. However, a defective component in the power supply path leads to a current leakage and requires frequent battery changes.